Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the trailing haptic ruptured and remained in the delivery system. The surgeon then removed the lens from patient's eye followed by a cut of vitreous wick from temporal bone and closed the incision using a suture. The patient was not implanted with a lens and remains aphakic. Additional information was requested and received reporting the second procedure took place as scheduled and the patient is no longer aphakic.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the haptic insertion area and not returned. The opposite haptic is bent in two places in the distal area. The optic is torn in the haptic insertion area of the bent haptic. The optic is split from the edge to the center of the optic. The edge was crushed on a post in the lens case with loose lens material. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified company delivery system. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).